Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. The user interface module software version of this device is 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Event description:
The facility reported a colleague infusion pump with damaged battery. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.